Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
End user has been using adhesive remover then washes with hot water then tried applying nystop powder then no sting barrier film but wasn't able to get appliance to stick over nystop so discontinued. Then applied stomahesive paste then wafer. States red solid area is spreading from under tape collar to under mass and beyond tape collar. States itches and bleeds. Skin weeping mod amts of drainage. End user to make appt with wound ostomy care nurse and is scheduled to see a dermatologist in 3 weeks.